Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 100 mg/dl and increased to 500 mg/dl at the time of the incident. The customer reported the alarm occurred during the rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.